Event description:
Healthcare provider reported a right side capsular contracture baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., h.11.

Event description:
Healthcare provider reported a right-side capsular contracture baker grade IV and rupture. Healthcare provider additionally reported "patient has deformity with discomfort in the right being greater with severe migration, elevation, and rotation of the inframammary fold." Healthcare provider reported that upon explant right side was intact. The device has been explanted.